Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to torn wiring on the electrode pads. Review of the provided pictures did confirm the high voltage wire was torn, which will prevent the device from delivering a shock. The pictures showed the electrodes package was opened at the corner of the package instead of the side with the yellow arrow. It is advised that the package is opened according to the IFU. The event electrode pads were not returned to zoll. The device passed all functional testing and defib shock testing using a known good set of test pads. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.